Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the joystick says goodbye and will not turn off and nothing is working on this joystick per tech service.